Manufacturer narrative:
The lead under complaint was extensively analysed. Upon receipt, the lead was found dissected in two segments at 13.5 cm distal to the is-1 connector pin. A third segment of length 3.5 cm between these two was not received for analysis. The inspection revealed abrasion marks along the lead body, with a damaged insulation at the distal segment. This insulation damage can be considered as the root cause of the intermittent oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to a fracture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.